Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported that the customer was hospitalized due to hyperglycemia. The customer's daughter declined to perform troubleshooting. Nothing further was reported.